Event description:
About a month ago I reported to abbot that my freestyle libre 3 sensor had fallen off way before the 14 day period was up. That sensors are supposed to last for. I received an email from them about exceeding replacement guidelines and therefore, not being able to replace it. I called to see what it was all about and was told the sensor was coming back as having an expired date. While I highly doubted this, I no longer had the original box to prove otherwise. Then a couple days ago I had another sensor fall off a few days after I put it on. I requested a replacement and again got an email saying they could not replace due to exceeding replacement guidelines. When I called, I was told they have a policy on how many defective products you can have replaced. The rep had no idea what the policy even was. At one point she claimed I had received over 200 replacements! Funny because I've been using them for less than 2 yrs and each sensor is supposed to be good for 2 weeks. I haven't received a replacement for a few months and maybe about 10 total. For the crazy price they charge for these sensors how can they refuse to replace them when they're defective. Reference report: mw5167121.